Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the skin graft mesher cutter ration 1.5:1 was not performing the cutting function. On december 6, 2017, it was clarified that the issued occurred during surgery on (B)(6) 2017. Another device was used to complete the surgery. There was no harm, injury or adverse events associated with the failure. There was a 16-30 minute delay to the surgery. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher once as documented in the repair reports. The last repair was (B)(6) 2011 where it was reported that the ratchet was not working and the standard repair parts were replaced. This is not a related issue. As noted on (B)(6) 2017 per (B)(4), qa/ra compliance manager, (B)(4) repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the (B)(4) repair database and should be documented within the complaint investigation. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the bearing on the bottom roller handle was missing. The pre-testing could not be performed due to a bent comb. The shoulder bolts, washers and nuts were all damaged. The bottom roller and side plates were worn. The handle had to be dismantled, lubricated and reassembled. The cutter was transported in a sterilization case. The cutter should be wrapped when transported. The 1.5:1 cutter passed zimmer biomet testing even though the cutter was found to be loose. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on february 16, 2018 which included replacement of the left and right side plates, bottom roller, synthetic bearing, belleville¿s washers, shoulder bolts, cap nuts, bottom roller gear, comb, detent, carrier guide and screws. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the cutter passed testing and produced a passing sample mesh. The root cause of the cutter not performing the cutting function cannot be specifically determined since the cutter passed testing and produced a passing sample mesh. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This medwatch is being filed to relay additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the skin graft mesher cutter ratio 1.5:1 was not performing the cutting function. Subsequently, this caused no patient harm and there was a slight delay (16-30 minutes). The surgery was completed using an alternate device. No adverse events were reported as a result of this malfunction.